Manufacturer narrative:
(B)(4). Insulin pump received with cracked case at the display window corners and broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
The customer reported that the insulin pump was cracked on to right corner. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.